Event description:
Boston scientific received information that two days post implant, the patient with this device reported tones. No further information regarding this issue is available at this time. No allegation has been made against this device from the field. An internal technical service consultant was contacted. No adverse patient effects were reported. Further review of this issue was obtained: reportedly, technical services had been contacted prior to the implant of this device. The device longevity may have been impacted due to the device programmed out of shipping/storage mode nine months earlier which may have impacted the remaining longevity of this device and device implant was not recommended. No further information has been obtained and no save to memory has been provided as of this time.

Manufacturer narrative:
According to available information, this device remains implanted and will be further monitored. Should additional information become available, this event will be updated.